Event description:
It was reported the patient's pump had a critical alarm occurring due to a motor stall. The pump was reprogrammed at the refill session. After the reprogramming, the pump kept "notifying a motor stall with the sound alarm". It was also noted the pump eri was in 11 months. The decision was made to explant and replace the pump. The explant was planned and had yet to occur as of the date of this report. There were no reported patient symptoms. The pump was used to deliver prialt/ziconotide.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was explanted on 2015 (B)(6). The cause of the motor stall was not determined and there was not more than one stall noted in the logs. It did not recover and was stalled more than 48 hours, and a subsequent stopped pump period may exceed tube set message was noted. It was also noted the pump was shut off for 680:28. The eri status was confirmed via pump interrogation. The patient was fine and was receiving therapy with good benefit.

Manufacturer narrative:
Conclusion was updated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found gear train anomalies; the stall was due to gear wheel 3, the stall was due to shaft-bearing, and corrosion and/or wear and/or lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.